Event description:
Caller (customer's wife) reported that on (B)(6) 2015, at approximately 4:00 am, the customer awakened her and he exhibited symptoms described as "felt clammy" and incoherent. Caller was unable to test the customer's blood glucose due to the adc meter not powering on with button press or test strip. Caller immediately called the paramedics and while awaiting their arrival, she treated the customer with orange juice and a tablespoon of honey to "raise his blood sugar". Paramedics arrived at approximately 4:45 am and a blood glucose result of 29 mg/dl was obtained on the paramedic meter. Customer was administered a glucagon injection that elevated his blood glucose to 55 mg/dl. Between 5:00 - 5:30 am, paramedics transported the customer to a local hospital where a blood glucose result of 74 mg/dl was obtained on the hospital meter. Customer was administered glucose via intravenous infusion and a subsequent result of 298 mg/dl was obtained. Customer was admitted into the hospital and remained hospitalized for 2 days, being discharged on (B)(6) 2015. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.